Manufacturer narrative:
A medtronic representative reported that there was a ring artifact in the 3d images today. The medtronic representative ran the rad and fluoro gain calibrations and the ring artifact was gone in the next 3d spin of his model. The system's logs were sent to the manufacturer for analysis. There was no patient impact reported and no delay in surgery. Surgery proceeded as planned. A software investigation was conducted to analyze the system logs. The investigation concluded this was not a software related issue. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that there was a ring artifact in the 3d images today. The medtronic representative ran the rad and fluoro gain calibrations and the ring artifact was gone in the next 3d spin of his model. The system's logs were sent to the manufacturer for analysis. There was no patient impact reported and no delay in surgery. Surgery proceeded as planned.

Manufacturer narrative:
(B)(6).